Manufacturer narrative:
The calibration performed on (B)(6) 2022. Did not indicate an issue. The qc recovery was within -2 sd. There was no indication of a performance issue of reagent or instrument. The serum sample was collected in a serum separator tube. The sample was collected and centrifuged offsite. The alarm trace contained an abnormal aspiration (sample probe) and abnormal aspiration errors. The field service engineer (fse) ran calibration material as a patient sample for verification. The result was within specification and the patient sample results were found to have normal results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for several patient samples tested on a cobas 8000 ise module (double). The reporter noticed that there was a trend of low sodium results. They then recalibrated and reran the qc and patient samples. The reporter was able to provide one example of a questionable result: the initial result was not reported outside of the laboratory. The initial result was 131 mmol/l with a repeat result of 137 mmol/l. The repeat result was deemed correct. The sodium electrode lot number and the expiration date were requested but not provided.